Manufacturer narrative:
Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
Occupation: occupation is lay user/patient.

Event description:
The initial reporter complained of an erroneous high inr result with coaguchek xs meter serial number (B)(4) compared to an unspecified laboratory method. The result from the meter was 4.4 inr. The result from the laboratory within 7 hours was 3.2 inr. The customer's therapeutic range is 2.5 - 3.5 inr. No adjustments were made to the customer's warfarin dosage. No medical treatment was necessary. There was no allegation that an adverse event occurred due to these results. The customer is in stable condition. The customer was not anemic at the time of these results, does not have anti-phospholipid antibodies and is not taking heparin or other direct thrombin inhibitors. The customer is not taking any new medication, has not been ill recently, has not had any diet changes and is not experiencing any bleeding or bruising. The meter and test strips were requested for investigation. The meter was returned. The test strips were not returned. The retention test strips were measured with the returned meter with liquid qc of a high level: qc 1: 3.3 inr, qc 2: 3.3 inr, qc 3: 3.3 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. (2.8 - 4.4 inr). All measurements were without error messages. The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 286320) were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09). No information was provided in the complaint that would point to a cause for the result discrepancy. The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable master lot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well. The investigation did not identify a product problem. The cause of the event could not be determined.